Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation all over his body that was seeping. The patient did not know if the irritation was from the lifevest or a new medication. Follow up indicated that the patient saw a dermatologist who prescribed triamcinolone acetonide and the irritation was improving.